Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply, generator interface pcb, power signal interface pcb, power motor relay pcb and fast stop switches were evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported an intermittent fast stop interlock failure error message. Functionality was lost and could only be restored with a re-boot. There is no report of injury or death associated with this event.